Manufacturer narrative:
Section d10 references: product ID b31040 lot# 082n05924 serial# implanted: explanted: product type screening device product ID n EU_stylet_acc lot# serial# implanted: explanted: product type accessory h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported impedance values were showing high and red. Values were not noted as it was interop testing connected to a lead test cable. The cause of the bent guide wire/stylet was unknown. The patient is currently hospitalized with the stage 2 procedure not current scheduled.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported during lead implant the impedance teste showed out of range (red) impedances. The lead was retested with a new cable, but it was then discovered the proximal end of the guide wire was slightly bent. The lead was replaced and the impedance issue was resolved. On (B)(6) 2024 the hcp reported a minor bleed possibly on the sulcus. The patient was confused and hospitalized, but improving. The patient¿s stage 2 procedure scheduled for (B)(6) 2024 was postponed.

Manufacturer narrative:
Section d10 references: product ID: b31040; lot#: 082n05924; product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.